Manufacturer narrative:
Sc-2317-50 (B)(4). Device evaluation indicated that the complaint of high impedance was confirmed. Visual inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. Sc-2317-50 (B)(4). Device evaluation indicated that the complaint of high impedance was confirmed. Visual inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor.there are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. Additionally, visual inspection revealed that the lead body was cleanly cut. The clean cut damage is a result of a typical explant damage and it is not considered a failure.

Event description:
A report was received that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 20341429, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.